Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab charge. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed post procedure and leaked from the time of deployment to the time of patient being transported to gurney. A new tr band was applied, and the patient had no problems. The procedure performed prior to the use of the tr band was heart catheterization. The estimated blood loss was less than 250cc.